Manufacturer narrative:
The company rep replaced the video receiver board (B)(4). Th iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the customer observed distorted info on the screen. No pt was involved.